Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. There was no adverse impact to the customer¿s blood glucose level. Customer was educated on removing air from the cartridge before filling it. Customer declined to load a new cartridge with technical support and continued to use current cartridge.